Event description:
This is a spontaneous case report received from a physician's assistant in (B)(6) on 11-feb-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. Essure was inserted in one the fallopian tube without problems. During insertion in the other fallopian tube the essure did not release. Forceps had to be used to remove the essure. This was very painful for the patient. Follow up information received on 13-feb-2015 from gynecologist: as additional information she was able to tell that a part of the micro insert was still in the patient, that a part was in the introducer and that a part was in the garbage can. The micro insert was trapped in the tuba and the introducer due to which it stretched. First it was tried to cut the micro insert with scissors but that did not worked after which the tang was used. The patient will get a laparoscopy just to be sure. Case upgraded to other reportable incident. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure, essure did not release in one fallopian tube. The micro insert was trapped in the tuba and the introducer due to which it stretched. Physician tried unsuccessfully to cut the micro insert with scissors; then a forceps was used to remove it. This was very painful for the patient. At the end of the procedure; part of the micro insert was still in the patient. All reported events were considered non-serious and are listed according to essure's reference safety information, except for part of the micro insert was still in the patient, interpreted as device breakage, which is unlisted. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, a product technical analysis will be requested to further evaluate the events; nevertheless since they occurred in association with essure placement procedure, causality with the suspect insert cannot be excluded. Regarding the event it was tried to cut the micro insert with scissors, it was considered as unrelated to essure, since it was regarded as a device misuse. This case was considered an other reportable incident as although the events did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 12-jun-2015: no further follow-up information is expected. Nca reference number for this case: (B)(4). Ptc (product technical complaint) analysis was received on 17-jun-2015: ptc global number: (B)(4). Final assessment: return sample and lot number received at (B)(4). The implant breakage event coded in the error type section was used to capture the fact that the physician cut the implant with hysteroscopic clippers, due to a detachment difficulty event. Detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the microinsert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, the inner catheter tight pitch coil was cut. The distal tip of the catheter was missing. All IFU steps had been completed by the physician as evidenced by the complete rollback of the catheter rack. There was no evidence of damage or defect on the returned device, other than the fact that the distal portion of the catheter was cut. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a detachment difficulty event during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product technical issue and a usability issue, also device misuse was reported. The batch documentation of the reported batch was reviewed. The provided complaint sample was investigated. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. One further ae case report has been received to date in relation to the reported batch, which refers also to a similar type of adverse events. No unusual pattern could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer with similar events coded in (B)(4). In this particular case a search in the database was performed on 19-jun-2015 for the following (B)(4)preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this (B)(4) pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure, essure did not release in one fallopian tube. The micro insert was trapped in the tube and the introducer due to which it stretched. Physician tried unsuccessfully to cut the micro insert with scissors; then a forceps was used to remove it. This was very painful for the patient. At the end of the procedure; part of the micro insert was still in the patient. All reported events were considered non-serious and are listed according to essure's reference safety information and product technical analysis (ptc). In this particular case, considering the events occurred in association with a difficult essure insertion causality with the suspect insert cannot be excluded; except for the reported device misuse (physician cut essure with scissors) which was considered as unrelated to essure. The performed product technical analysis (with investigation of the complaint sample) found the inner catheter tight pitch coil was cut and the distal tip of the catheter was missing. There was no evidence of damage or defect on the returned device, other than the fact that the distal portion of the catheter was cut. The analysis concluded the possibility of a detachment difficulty event during the procedure is an anticipated event and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. This case was considered an other reportable incident as although the events did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. No further information is expected.